Event description:
It was reported the pt died. The device was removed during a cremation exam. The cause of death is unk. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The neurostimulator and extension were returned. Device analysis of the neurostimulator revealed normal device function. Stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the cut end of the extension. Device analysis of the extension revealed no significant anomalies. The product was segmented; the body/insulation was cut (suspect explant damage).